Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified damage to the septum however it did not result in a leak during bench testing in the laboratory. Destructive analysis also identified wear on the motor o-ring for gear number three that did not affect the performance of the device in the laboratory. As per the pump log, the pump administered morphine with concentration 4,000.0 mcg/ml at a dose rate of 192.2 mcg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. A malfunction of the pump was indicated. It was further reported that the physicians were doubting that the pump had leakage through the central (refill) hole. After refilling the patient's pump with morphine, after couple of hours, the patient showed signs of overdose. The next day the patient showed signs of underdose (withdrawals), and when checking the pump, the reservoir appeared to be empty. It was indicated that they were aware that they had to go through a silicone barrier in the hole (port), and all the way with the needle. They said that they did that every time. The healthcare provider indicated that the refill procedure was verified to be correctly performed (e.g., checked pump was not flipped and needle inserted perpendicular to the surface of the pump through the center of the template and into the center of the reservoir fill port until the needle touched the bottom of the reservoir fill port). It was being considered that the possibility of a pocket fill having occurred could not be excluded. Regarding the possibility of a pocket fill, it was being considered that this could explain the patient¿s overdose symptoms, followed by the underdose symptoms (and empty pump reservoir). They had tested the catheter through the catheter access port (cap) with a contrast, and the catheter was properly connected and without leakage. It was indicated that there were no known factors that may have led or contributed to the issue. They decided to permanently explant the pump because the patient no longer wanted to have the pump. The pump shut off code was requested. The explanted pump was to be returned to the manufacturer. The patient was currently doing well with no overdose or underdose symptoms anymore. The issue was resolved as of (B)(6) 2023. The patient was without injury regarding their status as of (B)(6) 2023. The patient's medical history, age, and weight at the time of the event were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.